Event description:
It was reported to st. Jude medical that ventricle perforation developed resulting in diaphragmatic stimulation. Since the lead was no longer positioned properly, the r-wave amplitude was reduced. The lead was repositioned and remains implanted.